Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customers' blood glucose level.